Event description:
It was reported that the overpouch of a vented high-volume inlet was opened; the event was further described as "unglued direct packaging". This was observed before use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and a missing lower horizontal weld seal of the product packaging was observed. The product was opened due to the packaging weld sealing defect. The reported condition was verified. The cause of the condition could not be determined; however, the likely cause was due to variations of the manufacturing product packaging weld sealing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.